Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. The specific date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the faulty air pump could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device found making noise during reprocessing. There is no patient involvement on this reported event. No user injury reported. Device evaluation found the device tubing (old type tubing) was bent, air joint unit and connector at the front worn out. This report is being submitted for device tubing issue which was observed during device evaluation.

Manufacturer narrative:
Device evaluation of the subject device found the customer reported issue of " making noise" was able to be confirmed. Loud noise was observed during inspection and found to be due to faulty air pump unit. In addition, the power switch @ front was found damaged with cracked protective cover and its plastic cap was noted torn. The tubing was found with old type version and was bent. The air join unit and connector socket @ front noted to be worn out. Four (4) suction feet @ the bottom observed with weak suction force. Investigation is ongoing. This report will be supplemented accordingly following investigation.